Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted as outpatient for esophagogastroduodenoscopy (egd) with placement of capsule, but it was unable to deploy during the procedure due to device failure. The physician made a decision to not attempt to place another capsule as there was some risk to the placement of the capsule because whether it works or not, it does cause some limited irritation to the mucosa. They were unable to complete the procedure and the previously plan of care was resumed. The delivery system and capsule will be returned for investigation. There was no harm or injury to the patient.